Manufacturer narrative:
Results:final device analysis revealed no anomaly found for the stimloc. The centering tool was able to be inserted into the base of the stimloc. The tabs on the centering tool properly aligned with the grooves on the base. The clip was able to be inserted into the stimloc base and snapped into place. The gate on the clip was able to be opened and closed without any difficulty.

Event description:
The stimloc did not close. It was replaced and the pt was okay.